Manufacturer narrative:
Continued e.1. Postal code: (B)(6). Continued e1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii and rupture , lymphadenopathy.

Event description:
Physician reported right side device rupture with "numerous intraluminal folds" and axillary lymphadenopathy diagnosed via ultrasound. Later reported "capsular contracture, baker grade iii and "positive axillary ganglion" device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 06/apr/2024. Additional, changed, and/or corrected data: b5, d6a.

Event description:
Physician reported right side device rupture with "numerous intraluminal folds" and axillary lymphadenopathy diagnosed via ultrasound. Later reported "capsular contracture, baker grade iii and "positive axillary ganglion" device has been explanted.

Event description:
Physician reported right side device rupture with "numerous intraluminal folds" and axillary lymphadenopathy diagnosed via ultrasound. Later reported capsular contracture, baker grade iii and "positive axillary ganglion". The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed. Assessed, as unidentified (tear) opening (shell thickness was within specification). Crease/folding of implant: creases were observed. Silicone migration: unable to observe, as it is not related to the device. Lymphadenopathy: unable to observe, as it is not related to the device. Capsular contracture: unable to observe, as it is not related to the device. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported, right side device rupture. With "numerous intraluminal folds" and axillary lymphadenopathy. Diagnosed via ultrasound. Later reported, "capsular contracture, baker grade iii. And "positive axillary ganglion". Device remains implanted.

Event description:
Physician reported, right side device rupture. With "numerous intraluminal folds" and axillary lymphadenopathy. Diagnosed via ultrasound. Later reported, "capsular contracture, baker grade iii. And "positive axillary ganglion". Device remains implanted.